Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy. The patient met with a manufacturing representative (rep) 5-6 weeks ago for a program adjustment. The rep told the patient to stay on program 4 for at least 1 month. She had to turn stimulation down after the adjustment because it was uncomfortable, 5-6 weeks ago. She had symptom return off and on since implant, (B)(6) 2015. Her night time urgency was out of control last night, (B)(6) 2016. Stimulation was felt and symptom control was 50% or better. She had gotten at least 50% and her night time symptoms were much better. She would contact the doctor if the symptoms did not improve on program 4. The symptoms were urgency and frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.